Manufacturer narrative:
D10 concomitant medical products: egia45avm, egia45avm egia 45 artic vasc med sulu (lot# n5b1161y) egia60avm, egia60avm egia 60 artic vasc med sulu (lot# n5a1610y) egia45avm, egia45avm egia 45 artic vasc med sulu (lot# n5a1813y) egia45avm, egia45avm egia 45 artic vasc med sulu (lot# n5b1161y) egia45avm, egia45avm egia 45 artic vasc med sulu (lot# n5a1734y) egia45avm, egia45avm egia 45 artic vasc med sulu (lot# n5a1734y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot# n5b1410y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot# n5a2082y) egia45avm, egia45avm egia 45 artic vasc med sulu (lot# n5b1161y) egia45amt, egia45amt egia 45 artic med thick sulu (lot# n5a1815y) egia45avm, egia45avm egia 45 artic vasc med sulu (lot# n5a1734y) egia45avm, egia45avm egia 45 artic vasc med sulu (lot# n5a2040y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot# n5a2082y) egiauxl, egiauxl endogia ultra univ xl stapler (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, staple line bleeding was noted from the reload. The surgery was extended by 30 minutes to suture the staple line.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: d3 (mfg name, street 1), g1. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one image of a staple line. Two instruments could be seen in the tissue cavity. Bloody gauze was inside of the tissue cavity. Blood could be seen on the staple line. No reloads were visible in the returned image. It was reported that the staple line was bleeding. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.